Manufacturer narrative:
(Event date): the event occurred on an unspecified date of (B)(6) 2022, further described as "within the last couple of weeks. The devices were discarded and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line caps (pull ring) of two (2) amia automated pd cycler sets were ¿loose¿ inside the packaging. This was observed before use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.